Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Investigation results indicated that cardiac dysrhythmias (i.e. Ventricular fibrillation) are known potential adverse effects per the IFU. Ventricular fibrillation is a potential procedural complication associated with any cardiac or thoracic procedure, open or catheter-based, and can generally be treated with medication. Based on the received information, a cardioversion was performed and successfully resolved it. No further adverse patient effects reported. This report is being submitted as part of a historic clinical review of adverse events contained within the randomized surgical valve arm of the corevalve us pivotal study. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this aortic bioprosthetic valve, and after the aortic cross-clamp was released from the ascending aorta, the patient experienced ventricular fibrillation. The physician performed a cardioversion and successfully resolved the ventricular fibrillation. Additionally the patient experienced atrial fibrillation (afib) four days post implant of the valve. The patient was treated with medication. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.